Event description:
The customer reported the device failed to discharge during a patient event. There was no patient harm.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.